Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote monitor, which showed abnormal spikes being sensed on some episodes, believed to be myopotentials. Programming changes were discussed. The patient was in stable condition.

Event description:
Additional information - it was reported that the device was reprogrammed to address the myopotential oversensing. Additionally, it was noted that the oversensing did not cause any inhibition of pacing or patient symptoms.